Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was an elective replacement indicator (eri) message seen. The consumer reported that they were dissatisfied with the longevity of the ins. The consumer reported that they were told that the ins battery would last 5 years and the patient has had 3 implant and none of them had lasted 5 years. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that they had no knowledge of the event and had not seen the patient since (B)(6) 2014. The stim was placed on (B)(6) 2014. No further complications were reported/anticipated.